Event description:
Allegations of arthralgias, myalgias, chronic fatigue, lymphadenopathy, neurological problems including cognitive dysfunction or paresthesia, sleep disturbance, easy bruising and chest pain.